Event description:
Boston scientific received information that this right atrial (ra) lead exhibited noise and high out of range pacing impedance measurements. Additionally, it was noted that the patient felt light headed and dizzy. Boston scientific technical services (ts) discussed programming options. No adverse patient effects were reported.

Event description:
--

Event description:
The lead was later explanted and returned for analysis.

Manufacturer narrative:
Additional information was received that a revision procedure was planned for a date in the future. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post-market quality assurance laboratory, a thorough evaluation of the lead was performed. A portion of the lead was returned totaling 28 centimeters (cm) in length. Visual observation revealed insulation damage that was suspected to be due to crush action from the suture sleeve, the conductor tip was noted to be broken/fractured 20 centimeters (cm) from the is-1 terminal pin. Further inspection of the returned portion of the lead noted tissue and body fluid contamination of the inner lead that was felt to be due to long term migration of material due to the outer insulation damage. Laboratory analysis confirmed the reported clinical observations and determined that the lead damage was consistent with front suture sleeve attachment.

Manufacturer narrative:
Subsequent information was received that this patient was upgraded to a biv implantable cardioverter defibrillator (ICD) approximately two months later. The rv lead was surgically capped and abandoned. A new rv lead was successfully implanted without incident. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.